Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 189 mg/dl. The customer stated that he had no battery in the insulin pump for a month and a half, and when he put in a battery, the alarm occurred. During troubleshooting for the issue, the customer disconnected the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.